Event description:
Initial reporter indicated that the patient was seen and had a systems diagnostic test that results in high lead impedance eri no. X-rays were taken and are going to be sent to manufacturer for review. The patient's vns was programmed to zero output current. The patient had reported not feeling stimulation and did not have a history of falls, trauma, or repetitive motions. It has been decided to see how the patient does without vns therapy before a decision is made on their continued vns therapy and revision surgery.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.